Manufacturer narrative:
A product investigation was completed: the returned device shows regular use during its 8+ year lifespan. The device was received intact with numerous dents and marks consistent with use. The distal tip is slightly worn, but still functional. No product issues or discrepancies were found during the investigation, and the complaint condition was unable to be replicated due to not receiving the associated helical blade. No product design issues or discrepancies were observed. This complaint is unconfirmed. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacture dates: february 15, 2006. The review of the brandywine device history record showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter instrument became stuck with a helical blade during the implantation step of a hip fracture repair procedure on (B)(6) 2015. The surgeon had to remove the initial helical blade and implant a new one. The new blade was implanted without the assistance of an inserter. There was a five (5) to ten (10) minute surgical delay noted, but no fragments were generated or retained. The procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).